Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad nurse that she received a call from sub-acute rehabilitation center informing her that they were unable to connect a second power source to the controller. When the staff looked at the connection bent pins were noted and the controller was alarming the "power disconnect" alarm". The vad nurse went to the facility and performed an elective controller exchange resolving the issue. The patient tolerated the controller exchange well with minimal pump off time and was issued a new back-up controller. Of note, the clinical specialist reported that the patient was admitted to the rehab facility for a stroke "so there could be some confusion on the patient's part". Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing as a result of bent pin on the ps2 connector. The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller rendering it ineffective. The confirmed malfunction is related to the reported event. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a forced connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.